Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not maintain pressure in the pneumoperitoneum, the maximum flow must be selected to start it, the issue occurred during inspection for use before patient room. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg,h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to due to damage on electropneumatic proportional valve unit, the flow rate is out of the standard value and damage on manifold unit, the flow rate is out of the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.